Event description:
It was reported by (B)(6) that the motor device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device serial number was reported as (B)(4) in the initial medwatch, the correct serial number is (B)(4). Additional information: the date of manufacture was not provided in the initial medwatch, the date of manufacture is dec 31, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.